Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure (batch no. 753644) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff underwent hysterosalpingogram. Previously administered products included for an unreported indication: ortho novum, mirena, hydralazine, heparin, clonidine and acyclovir. Concurrent conditions included genital herpes, blood pressure high, patellar tendinitis, patellofemoral pain syndrome, eczema, chest pain, colitis, diarrhea, internal hemorrhoids, bloating and back pain. Concomitant products included amlodipine besilate (norvasc), diazepam (valium), fluconazole (diflucan), levonorgestrel (mirena), metronidazole (flagyl) and valaciclovir hydrochloride (valtrex). In 2009, the patient had essure inserted. On (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In 2010, the patient experienced urinary retention ("would go to bathroom but it would feel like bladder wasn't emptying"). On (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ extremely heavy bleedings, clotting, can feel the clots passing/ abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower abdomen pain/ right side lower abdominal pain"). In 2011, the patient experienced fatigue ("fatigue") and headache ("headaches"). On (B)(6) 2012, the patient experienced alopecia ("hair loss") and tooth disorder ("dental problems"). In 2012, the patient experienced bone loss ("dental problems suspected bone loss"). In 2013, the patient experienced rash papular ("rashes or skin conditions type: red, itchy bumps on trunk and extremities"). On (B)(6) 2013, the patient experienced diverticulitis ("diverticular disease/ diverticulitis/ gastrointestinal or digestive system condition- type:diverticular disease/ diverticulitis") and diverticulum ("gastrointestinal or digestive system condition- type:diverticular disease/ diverticulitis"). On(B)(6) 2014, the patient was found to have uterine leiomyoma ("fibroids/ other injuries or complications please describe: 3 fibroids found"). On (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient was found to have ovarian fibroma ("other injuries or complications please describe: uterus/ovarian fibroids"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("painful bumps") and abdominal pain upper ("epigastric abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, bone loss, dysmenorrhoea, dyspareunia, fatigue, nausea, vaginal discharge, weight increased, uterine leiomyoma, ovarian fibroma, diverticulum and tooth disorder outcome was unknown, the diverticulitis, vaginal haemorrhage, menorrhagia, headache, rash papular and rash had resolved and the abdominal pain, alopecia, migraine and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, bone loss, diverticulitis, diverticulum, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, ovarian fibroma, pelvic pain, rash, rash papular, tooth disorder, urinary retention, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2010 and 2009 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2015: negative. Ultrasound scan vagina - on (B)(6) 2014: appears normal .three fibroids were observed. The largest fibroid appears to be pedunculated to the rt of the fundus. Ovaries appear normal. Essure devices are in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, abdominal pain, nausea, pelvic pain, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jan-2020: added event epigastric abdominal pains. Outcome of events rash and abdominal pain lower, alopecia was recovered and headache was recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure (batch no. 753644) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff underwent hysterosalpingogram. Previously administered products included for an unreported indication: ortho novum, mirena, hydralazine, heparin, clonidine and acyclovir. Concurrent conditions included genital herpes, blood pressure high, patellar tendinitis, patellofemoral pain syndrome, eczema, chest pain, colitis, diarrhea, internal hemorrhoids, bloating and back pain. Concomitant products included amlodipine besilate (norvasc), diazepam (valium), fluconazole (diflucan), levonorgestrel (mirena), metronidazole (flagyl) and valaciclovir hydrochloride (valtrex). In 2009, the patient had essure inserted. On (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In 2010, the patient experienced urinary retention ("would go to bathroom but it would feel like bladder wasn't emptying"). On (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ extremely heavy bleedings, clotting, can feel the clots passing/ abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower abdomen pain/ right side lower abdominal pain"). In 2011, the patient experienced fatigue ("fatigue") and headache ("headaches"). On (B)(6) 2012, the patient experienced alopecia ("hair loss") and tooth disorder ("dental problems"). In 2012, the patient experienced bone loss ("dental problems suspected bone loss"). In 2013, the patient experienced rash papular ("rashes or skin conditions type: red, itchy bumps on trunk and extremities"). On (B)(6) 2013, the patient experienced diverticulitis ("diverticular disease/ diverticulitis/ gastrointestinal or digestive system condition- type:diverticular disease/ diverticulitis") and diverticulum ("gastrointestinal or digestive system condition- type:diverticular disease/ diverticulitis"). On (B)(6) 2014, the patient was found to have uterine leiomyoma ("fibroids/ other injuries or complications please describe: 3 fibroids found"). On (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient was found to have ovarian fibroma ("other injuries or complications please describe: uterus/ovarian fibroids"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("painful bumps"), abdominal pain upper ("epigastric abdominal pain") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, bone loss, dysmenorrhoea, dyspareunia, fatigue, nausea, vaginal discharge, weight increased, uterine leiomyoma, ovarian fibroma, diverticulum, tooth disorder and vitamin d deficiency outcome was unknown, the diverticulitis, vaginal haemorrhage, menorrhagia, headache, rash papular and rash had resolved and the abdominal pain, alopecia, migraine and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, bone loss, diverticulitis, diverticulum, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, ovarian fibroma, pelvic pain, rash, rash papular, tooth disorder, urinary retention, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2010 and 2009 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2015: negative. Ultrasound scan vagina - on (B)(6) 2014: appears normal .three fibroids were observed. The largest fibroid appears to be pedunculated to the rt of the fundus. Ovaries appear normal. Essure devices are in place.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, abdominal pain, nausea, pelvic pain, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-mar-2020: social media report received. Added reporter. Added event vitamin d deficiency. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), diverticulitis ('diverticular disease/ diverticulitis/ gastrointestinal or digestive system condition- type:diverticular disease/ diverticulitis') and urinary retention ('would go to bathroom but it would feel like bladder wasn't emptying') in a 39-year-old female patient who had essure (batch no. 753644) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff underwent hysterosalpingogram. Previously administered products included for an unreported indication: ortho novum, mirena, hydralazine, heparin, clonidine and acyclovir. Concurrent conditions included genital herpes, blood pressure high, patellar tendinitis, patellofemoral pain syndrome, eczema, chest pain, colitis, diarrhea, internal hemorrhoids, bloating and back pain. Concomitant products included amlodipine besilate (norvasc), diazepam (valium), fluconazole (diflucan), levonorgestrel (mirena), metronidazole (flagyl) and valaciclovir hydrochloride (valtrex). In 2009, the patient had essure inserted. On (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In 2010, the patient experienced urinary retention (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and vaginal discharge ("vaginal discharge"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ extremely heavy bleedings, clotting, can feel the clots passing/ abnormal bleeding (general)"), fatigue ("fatigue") and headache ("headaches"). On (B)(6) 2012, the patient experienced alopecia ("hair loss") and tooth disorder ("dental problems"). In 2012, the patient experienced bone loss ("dental problems suspected bone loss"). In 2013, the patient experienced rash papular ("rashes or skin conditions type: red, itchy bumps on trunk and extremities"). On (B)(6) 2013, the patient experienced diverticulitis (seriousness criterion medically significant) and diverticulum ("gastrointestinal or digestive system condition- type:diverticular disease/ diverticulitis"). On (B)(6) 2014, the patient was found to have uterine leiomyoma ("fibroids/ other injuries or complications please describe: 3 fibroids found"). On (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient was found to have ovarian fibroma ("other injuries or complications please describe: uterus/ovarian fibroids"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("painful bumps") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, bone loss, dysmenorrhoea, dyspareunia, fatigue, alopecia, headache, nausea, rash, vaginal discharge, weight increased, uterine leiomyoma, abdominal pain lower, ovarian fibroma, diverticulum and tooth disorder outcome was unknown, the diverticulitis, vaginal haemorrhage, menorrhagia and rash papular had resolved and the abdominal pain and migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, bone loss, diverticulitis, diverticulum, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, ovarian fibroma, pelvic pain, rash, rash papular, tooth disorder, urinary retention, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: 14-sep-2010 and 2009 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2015: negative. Ultrasound scan vagina - on (B)(6) 2014: appears normal .three fibroids were observed. The largest fibroid appears to be pedunculated to the rt of the fundus. Ovaries appear normal. Essure devices are in place.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, abdominal pain, nausea, pelvic pain, menorrhagia most recent follow-up information incorporated above includes: on 4-oct-2019: pfs received: lot number and events onset date were added. New events ovarian fibroid, diverticulum and dental problems were added. Updated outcome of event diverticulitis to recovered/resolved. Reporters, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), diverticulitis ('diverticular disease/ diverticulitis/ gastrointestinal or digestive system condition- type:diverticular disease/ diverticulitis') and urinary retention ('would go to bathroom but it would feel like bladder wasn't emptying') in a 39-year-old female patient who had essure (batch no. 753644) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff underwent hysterosalpingogram. Previously administered products included for an unreported indication: ortho novum, mirena, hydralazine, heparin, clonidine and acyclovir. Concurrent conditions included genital herpes, blood pressure high, patellar tendinitis, patellofemoral pain syndrome, eczema, chest pain, colitis, diarrhea, internal hemorrhoids, bloating and back pain. Concomitant products included amlodipine besilate (norvasc), diazepam (valium), fluconazole (diflucan), levonorgestrel (mirena), metronidazole (flagyl) and valaciclovir hydrochloride (valtrex). In 2009, the patient had essure inserted. On (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In 2010, the patient experienced urinary retention (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and vaginal discharge ("vaginal discharge"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ extremely heavy bleedings, clotting, can feel the clots passing/ abnormal bleeding (general)"), fatigue ("fatigue") and headache ("headaches"). On (B)(6) 2012, the patient experienced alopecia ("hair loss") and tooth disorder ("dental problems"). In 2012, the patient experienced bone loss ("dental problems suspected bone loss"). In 2013, the patient experienced rash papular ("rashes or skin conditions type: red, itchy bumps on trunk and extremities"). On (B)(6) 2013, the patient experienced diverticulitis (seriousness criterion medically significant) and diverticulum ("gastrointestinal or digestive system condition- type:diverticular disease/ diverticulitis"). On 5-dec-2014, the patient was found to have uterine leiomyoma ("fibroids/ other injuries or complications please describe: 3 fibroids found"). On (B)(6)2015, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient was found to have ovarian fibroma ("other injuries or complications please describe: uterus/ovarian fibroids"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("painful bumps") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, bone loss, dysmenorrhoea, dyspareunia, fatigue, alopecia, headache, nausea, rash, vaginal discharge, weight increased, uterine leiomyoma, abdominal pain lower, ovarian fibroma, diverticulum and tooth disorder outcome was unknown, the diverticulitis, vaginal haemorrhage, menorrhagia and rash papular had resolved and the abdominal pain and migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, bone loss, diverticulitis, diverticulum, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, ovarian fibroma, pelvic pain, rash, rash papular, tooth disorder, urinary retention, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2010 and 2009 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2015: negative. Ultrasound scan vagina - on 07-dec-2014: appears normal .three fibroids were observed. The largest fibroid appears to be pedunculated to the rt of the fundus. Ovaries appear normal. Essure devices are in place.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, abdominal pain, nausea, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), diverticulitis ('diverticular disease/ diverticulitis') and urinary retention ('would go to bathroom but it would feel like bladder wasn't emptying') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff underwent hysterosalpingogram. Previously administered products included for an unreported indication: ortho novum, mirena, hydralazine, heparin, clonidine and acyclovir. Concurrent conditions included (B)(6), blood pressure high, patellar tendinitis, patellofemoral pain syndrome, eczema, chest pain, colitis, diarrhea, internal hemorrhoids, bloating and back pain. Concomitant products included amlodipine besilate (norvasc), diazepam (valium), fluconazole (diflucan), metronidazole (flagyl) and (B)(6). In 2009, the patient had essure inserted. In 2010, the patient experienced urinary retention (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In 2011, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ extremely heavy bleedings, clotting, can feel the clots passing"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). In 2012, the patient experienced bone loss ("dental problems suspected bone loss") and alopecia ("hair loss"). In 2013, the patient experienced rash papular ("rashes or skin conditions type: red, itchy bumps on trunk and extremities"). In 2015, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced diverticulitis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("painful bumps") and abdominal pain lower ("lower abdomen pain") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, diverticulitis, bone loss, dysmenorrhoea, dyspareunia, fatigue, alopecia, headache, nausea, rash, vaginal discharge, weight increased, uterine leiomyoma and abdominal pain lower outcome was unknown, the abdominal pain and migraine was resolving and the vaginal haemorrhage, menorrhagia and rash papular had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, bone loss, diverticulitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash, rash papular, urinary retention, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2015: negative. Ultrasound scan vagina - on (B)(6) 2014: appears normal .three fibroids were observed. The largest fibroid appears to be pedunculated to the rt of the fundus. Ovaries appear normal. Essure devices are in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, abdominal pain, nausea, pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 31-may-2019: pfs and medical record received. Event injury was updated with pelvic pain. Events added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, migraines, headaches, nausea, rashes or skin conditions type: red itchy bumps on trunk and extremities, painful bumps, vaginal discharge, weight gain, would go to bathroom but it would feel like bladder wasn't emptying, suspected bone loss, diverticulitis, abdominal pain, fibroids, lower abdomen pain. Outcome of events were updated. Reporters information, lab data, medical history and concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.